Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a defective lcd. The display was found to be able to reproduce text and graphics normally, however, the image was almost completely corrupted and washed out. Replaced the lcd with a known good lcd and screen functioned normally and as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues.

Event description:
It was reported that the display on the radical-7 was blurry. No consequences or impact to patient was reported.